Event description:
It was reported that using an unspecified artery access approach during a procedure of the restenosed, 90% stenosed, distal right coronary artery (rca) lesion, predilatation was performed with a non-abbott balloon catheter and a 2.75 x 23 mm xience xpedition stent was implanted. The stent delivery system (sds) balloon was deflated but met resistance during the attempt to remove the sds. The balloon was inflated again with low pressure; deflated and the sds was withdrawn without reported issue. Outside the anatomy the balloon shape was noted to be misshaped/flat. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.